Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occured. The 90% stenosed target lesion being treated was located in the mildly tortuous and non-calcified iliac artery. During the 1st inflation, the balloon ruptured at 4 atmospheres. The procedure was successfully completed with a different device. No patient injuries or complications were reported. Patient's condition listed as "good".